Event description:
An ophthalmic assistant reported that following intraocular lens (iol) implant surgery, the target refraction was not achieved for the pt. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain add'l info. A completed questionaire has not been received. (B)(4).